Manufacturer narrative:
Device passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had stuck button alarm. Customer's blood glucose value was 115 mg/dl. Customer stated that the insulin pump was no longer working. Customer stated they did not press a button down for 3 minutes or longer. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.